Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the device memory indicated pacing capture threshold on the right ventricular (rv) lead was elevated and rising. Rv capture threshold was initially at 0.5v but rose to 2.5v by (B)(6) 2015. Rv capture threshold remains high. Analysis of the device memory indicated an r-wave amplitude measurement issue. R-wave amplitude was generally below 5mv, with very occasional spikes to greater than 5mv. Analysis of the device memory indicated rv undersensing. Very low r-wave amplitude was responsible for occasional undersensing as seen on stored egms. (B)(4).

Event description:
It was reported that right ventricular (rv) lead thresholds increased into a high range with non-capture noted. Undersensing of r-waves was also observed. No programing changes were made and the lead remains in use. It was also reported that the right atrial (ra) lead was undersensing p-waves. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.